Event description:
The customer reported the system intermittently will not display an image. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable. System operates as intended. This MDR is related to ge healthcare (B)(4).